Manufacturer narrative:
An attempt for the return of the sensor as well as additional information request have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor would be returned. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that there was a circular red dot on inside of wrist noted on (B)(6) 2015, infant dol 9. Had the probe on wrist on (B)(6) 2015 for 8 hour period. No treatment required at present - following daily assessment.